Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the returned communicator and power brick was performed. The power brick did not pass the initial unloaded voltage check. During the test, the voltage measurement continued to rise and the power brick emitted a whining sound. Further testing confirmed the power brick did get warm while plugged into an ac source, and the returned power brick cord was deformed from heat. Laboratory testing confirmed the field allegations against the communicator power brick of no power and high power cord temperatures.

Event description:
Boston scientific received information that this communicator did not power on, and the power cord was hot to touch. The patient also noted a high pitched tone and burning smell emitting from the device and cord. No one was injured or burned as a result of the hot power cord, and at the time the patient noted no physical abnormalities to the brick, cord, or communicator. No adverse patient effects were reported.